Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. One technical error 18 was found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Although nothing was noticed during visual inspection, the reported event was reproduced during testing. The power supply board was replaced and sent to brézins for further investigation. Upon testing, battery charging system was found not compliant due to a likely weak component of the power supply board. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer reports the battery won't stay charged. It was plugged in all weekend and still won't hold a charge." Power board was sent back to fk vial (brezins) for evaluation and it was confirmed on (B)(6) 2023 that the part was defective. Reporting due to the referenced issue. No reports of any adverse effects sustained by the patient. More information is needed to complete the investigation.